Manufacturer narrative:
A medtronic representative reported that a drape was caught between the reference frame and the vertek arm used within the procedure. The interference would then lead to the imprecision. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a cranial resection, a 10 mm imprecision was observed after sterilization. The site elected to compensate for the imprecision and continue as the tumor was just past the skull bone. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.